Event description:
(B)(4). Event took place in (B)(6) and has been reported to (B)(6) health authorities. Summary of users narrative: epilong: case was a patient 50-60 years old and the catheter broke in epidural space. They had to make a second intervention with general anesthesia, but they did not find the piece of the catheter, so it is still in the patient. The patient is informed.